Event description:
The reporter called and alleged discrepant results on three patients when compared to a lab. The device results were reported as 4.2, 7.2 and 5.8 inr. The lab results reported were 3.0, 5.0 and 2.5 inr. The reporter did not report any treatment. The device was replaced and requested to be returned for evaluation.